Event description:
It was reported that stent damage and deployment issues occurred. A 3.00x16mm promus element¿ plus stent was selected to treat the lesion in the la. During inflation of the balloon for release, the stent became deformed. It was noticed that it was not entirely 'opening' due to some struts being stuck together. The physician chose a non-compliant balloon to crush the stent against the artery wall for placement of a new device. The procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).